Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with a medela clinician on (B)(6) 2017, the customer stated the she was prescribed kelflex for her mastitis. She also stated that her replacement pump is working well and she is not having any signs or symptoms of mastitis. The product was received on 03/07/2017. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2017, that her pump in style advanced was making a noise and she was afraid that the noise indicated that it was going to stop working. The customer also stated that she was concerned because she was on the back end of her mastitis clearing up.